Event description:
It was reported that the patient had the vns device disabled for over 5 years now. The device was disabled due to an increase in "athetoid" style of seizures after generator replacement. The patient had an arm swing that was much more notable after device replacement and so the patient's device was disabled. No additional relevant information has been received.

Event description:
Patient experienced ¿choreoathetoid movements¿ starting approximately in (B)(6) 2012. These are reported to be arm twitch movements. The neurologist stated that these are not seizures. The neurologist believed that these movements were related to the stimulation but were not associated with the stimulation (stimulation on time) because the movements did not coincide with the ¿on time¿ programmed on the vns. The device was not disabled to preclude a serious injury.